Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided (reference range <26 ng/l): on (B)(6) 2025 at 03:55 am, sid (B)(6), initial troponin result= 112 ng/l; at 04:35 am the patient was redrawn for troponin, result= 18 ng/l; initial sample was respun and repeated, result= 14 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section e1 - phone number: (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67380ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the likely cause lot number 67380ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lot 67381ud00 (which contains the same bulk material as 67380ud00) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 67380ud00 was identified.